Event description:
The customer reported the aiming beam is not centering. The patient was under anesthesia. The issue occurred before surgery. No patient injury was reported.

Manufacturer narrative:
The customer stated the system is obsolete and the system was not checked by the company service representative. No further details regarding the reported system and event were provided. There were no additional complaints for the system within the last 24 months. (B)(4).